Event description:
I used fixodent from 1999 until 2009. While using fixodent, I had numbness and tingling in my extremities. I had neuropathy and am still requiring medical treatment. Also have anemia diagnosed in 2008 and still have it. I am still taking ferrous sulfate 65 mg. Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: 1999 - 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.